Event description:
Same case as MDR 6000089-2006-00315. 356 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the 1st diagonal artery to alleviate diffuse in-stent restenosis. The index procedure treated one target lesion for in-stent restenosis. Target lesion 1 was an ostial 2.5mm vessel diameter, 95% stenosed region of the 1st diagonal artery. The lesion was 22.0mm in length, and was mildly tortous. The physician predilated the lesion prior to placing two overlapping taxus express2 8.8% drug eluting stents without complication. The taxus stents included a 2.5x8mm and a 2.5x24mm. Residual stenosis was 0% after deployment. The patient was discharged from the hospital one day post index procedure receiving asa and plavix. The site reported that the patient underwent a tvr of the 1st diagonal 356 days post index procedure. The physician treated in the target vessel. In the opinion of the physician there was a probably relationship between the tvr and the taxus stents. The patient was discharged from the hospital one day post tvr in satisfactory/good condition.